Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013 her blood glucose (bg) was 63 mg/dl. The patient reported that she ate two donuts and drank a glass of juice in response to the low bg. The patient stated her bg came back up but then dropped to 25 mg/dl. The patient stated emt¿s were called and she was taken to the hospital. The patient did not have memory of what treatment she received while in the hospital. At the time of troubleshooting, the patient confirmed the date and time were set correctly on the pump and all advanced settings were set as intended. There were no associated alarms. After the pump history and settings were reviewed, the animas representative informed the patient that it appeared that the pump was delivering appropriately per its settings. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.